Event description:
Additional information received noted that the previously reported post-paced t-wave oversensing was first seen on a remote report on 6/1/2020. The oversensing was addressed via programming changes. The patient was stable and doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. No changes were made. No patient symptoms were reported.